Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the rate/sense channel of the right ventricular (rv) lead, which was reproducible with the patient performing isometrics. The patient implanted with this device system was pacer dependent, and was experiencing syncope. Threshold and impedance measurements had increased. Non-sustained episodes resulted from the noise, however, no inappropriate therapy was delivered. An invasive revision procedure was performed and the the rate/sense channel of the rv lead was capped and replaced. No further complications were observed.